Event description:
Caller reported a power source alert. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller to plug the wall adapter into an outlet known to work and wait at least 30 minutes for the pump to begin charging, resolving the issue.